Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for inhibited therapy due to ventricular lead noise was observed during a tachy episode. Upon review, this was caused by intermitted undersensing on the discrimination channel. Programming changes were made. The patient was fine and there were no issues.